Event description:
Had surgical mesh put in. In 2010 after about 2 weeks it erupted in my stomach. In (B)(6) 2016 had to return to hospital to have it removed. Mesh was put in by (B)(6). I don't know if mine was a patch or plug. I had intestines bulge through a weak spot in my abdominal wall. Had 2nd resutured intestines. It was 10 cc long, 5.5 cc wide and I believe 10 cc deep.